Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted unit received for won't turn on. Replaced the open fuse on the motor control board. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09/04/2019 to the present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the motor control board.

Event description:
It was reported that the device would not turn on. No patient involvement was reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on. No patient involvement was reported.